Event description:
During routine preventive maintenance of suction equipment, user found that three bemis 800cc suction canister lids had cracks, causing loss of suction. There was no pt involvement, and no injury.

Manufacturer narrative:
Serial number (B)(4) corresponds to product made january and february 2006. Awaiting return of product to complete investigation.